Event description:
It was reported reading greater than 2000 ohms on all of the unipolar pairs. All bipolar pairs were >2k, as well. X-rays had been done, but showed nothing remarkable. It was also reported a loss of therapeutic effect. It was stated patient had good stimulation for approximately 1 year, then recently lost therapy benefit. There was no known accident or incident related to this complaint. The potential need for surgical revision was reviewed. At the time of this report, no further details were reported. Additional information was requested and will be provided when available.

Manufacturer narrative:
(B)(4).